Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, that the tip of the syringe appeared to be melted. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd luer-lok disposable syringe with bd luer-lok tip, that the tip of the syringe appeared to be melted. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.